Manufacturer narrative:
(B)(4). The sample has been received for evaluation. A follow-up report will be submitted upon completion of the evaluation. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
Baxter (B)(4) reported the clamp on the transfer set was loose to close. Air bubbles were observed in the tubing when the sleeve was opened. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). The customer report of difficulty using the transfer set was not confirmed in the lab. During visual inspection no manufacturing abnormalities were noted. A lab titanium adapater was functionally hand tightened without difficulty. The set was tested underwater at 8 psi with no leak noted. The sleeve of the set was opened/closed several times without difficulty with the sleeve fitting in the indent properly. A batch review was not performed as the lot number was unknown. The root cause was undetermined. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.